Event description:
Received an investigation from coroner in (B)(6) regarding an individual who was found on his property near a sidewalk with a drop-off tipped over and scooter on him.

Event description:
Received an investigation from (B)(6) regarding an individual who was found on his property near a sidewalk with a drop-off tipped over and scooter on him.

Manufacturer narrative:
It was determined that the product was not the cause of this event.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.